Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding, bruise, and pain after inserting the abbott diabetes care (adc) sensor. The customer self treated with heparin ointment (prescription medicine) for the issue. There was no report of death or permanent impairment associated with this event.